Manufacturer narrative:
Follow-up #1 date of submission 04/14/2015-product analysis:the device was returned and evaluated by product analysis on 04/02/2015 with the following findings:the display was found to be scratched. Unrelated to the complaint, two battery compartment cracks were observed. Investigation revealed the display screen was dim and discolored. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the contrast, up, and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under contrast, up, and down key contacts.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the display screen lens was scratched. There was no additional information provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.